Event description:
The customer contact reported particulate. The tubing set was being used with a lumbar puncture kit to collect cerebral spinal fluid during a lumbar puncture procedure. It was reported that after the procedure was completed, "foreign bodies" were noted in two vials from the unspecified lumbar puncture kit that contained unspecified volumes of cerebral spinal fluid. The customer contact reported that testing by the user facility's pathology department identified the particulate as "non-organic, possibly plastic". There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).